Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon at the hospital reported to our sales rep. The following event: during a revision surgery of pseudoarthrosis of the right radius (initially treated with a variax plate), doctor used 5 screws diam 2.7 mm which broke during the surgery (3 were locking screws and 2 were cortical screws). The screws broke in spite of a good bone quality and a preparation of the device as per the IFU. The reported screws had been implanted in diaphyseal area. As a consequence, the surgeon had to use a 14.5 cm plate instead of 10 cm initially planned which led to increase the incision by 5 cm. The surgical delay was about 1 hour and 30 minutes. The broken screws were very difficult to remove and were left on the patient's bone."

Manufacturer narrative:
It was reported that a different plate was used (2.7mm xxl volar dr plate, stan) therefore this plate is considered a concomitant product.

Event description:
The surgeon at the hospital reported to our sales rep. The following event: during a revision surgery of pseudoarthrosis of the right radius (initially treated with a variax plate), doctor used 5 screws diam 2.7 mm which broke during the surgery (3 were locking screws and 2 were cortical screws). The screws broke in spite of a good bone quality and a preparation of the device as per the IFU. The reported screws had been implanted in diaphyseal area. As a consequence, the surgeon had to use a 14.5 cm plate instead of 10 cm initially planned which led to increase the incision by 5 cm. The surgical delay was about 1 hour and 30 minutes. The broken screws were very difficult to remove and were left on the patient's bone."